Event description:
The device was used during a low anterior resection. Reportedly, the anvil did not tilt and the anastomosis was not complete. The surgeon applied another device to complete the procedure and there was add'l tissue loss. The hosp has reported the pt's condition is satisfactory.